Manufacturer narrative:
Additional concomitant medical product references the main component of the device system; the other relevant components include: product ID: (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 the hcp stated that he had seen other instances where the pump was flipping and he had manually flipped it back and caused issues. It was further reported specified that one specific patient had a pump that was flipping "last spring" (relative to (B)(6) 2017). The patient reportedly returned to their surgeon to have the issue rectified, and also just had their catheter replaced. No patient symptoms were reported and no further complications were reported or anticipated.